Event description:
It was reported that the ok keypad button presses were not activating the desired pump functions. The pump reportedly has not been exposed to moisture and there were no structural damage to the keypad. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed), the up/down/ok/contrast buttons were intermittently responding during testing, the contrast key contact was inverted and did not always spring back, the up/down/ok/contrast key contacts became inverted when pressed, and there was evidence of adhesive/contamination under the all key contacts.